Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging eye irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting and cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer-initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and power cord. Findings: 0 errors logged. Manufacturer was unable to get care orchestrator information from device. Dust-like contamination at the air inlet of the blower box. Dirt-like contamination in the iso port. Black dust-like contamination on the ui panel. Manufacturer was not able to confirm the complaint or address the symptoms specified. Box d and h were updated in this report.